Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following: medline leaking fluid/medications onto patient bed from the filter during administration of fluids/medication. The charge nurse was notified and the medline removed and sequestered. Replacement medline did not have the same issue.

Manufacturer narrative:
It was reported by customer that the medline leaking fluid/medications onto patient bed from the filter during administration of fluids/medication. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mz9226 lot number 24079130 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.